Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring placement of a chest tube and hospitalization. The peripheral and apical of the lung were the regions that the biopsy was being taken from when the pneumothorax occurred. The patient was reportedly still in the hospital but was in stable condition and doing fine. There were no malfunctions or issues with the system during the procedure. The physician believes the complication had nothing to do with the ion.